Event description:
The pump was received for service with the report "turns on by itself and when running, it stops". No pt injury. Info was not provided regarding whether or not the device was in use on a pt when the reported situation occurred. No additional details are available.